Event description:
It was reported that the surgeon inserted the 14mm articular surface, but did not feel it fit into the baseplate properly. Insertion was attempted again, but the surgeon felt the fixation was loose. The surgery was completed with another articular surface of the same size.

Manufacturer narrative:
This report will be amended when our investigation is complete.